Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they got error codes from this device (00040) twice and then (00020) three times. There was no reported adverse patient impact